Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to recurring incontinence as the pump would not inflate fully after being squeezed and it was discovered that the connector was not fully connected. A new artificial urinary sphincter 3.5 cm cuff was implanted.